Event description:
The customer reported that there was a "defibrillator knob faulty", error in the log. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.